Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/8/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: following additional information requested via pcf activity under (B)(4): did the event occur during one or multiple patient procedures? What is the total number of procedures? Please open one product complaint for each involved patient procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what was the name of the procedure? What was the procedure date? What is the lot number? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? What was used to complete the procedure? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Customer reports that the suture thread detaches from the needle after one to two sutures. Issue has occurred across multiple procedures and surgeons, leading to procedural delays and product wastage. There were no patient consequences reported. Additional information was requested.